Event description:
Investigation complete.

Manufacturer narrative:
Manufacturing site evaluation: the complaint device was returned to the manufacturer for evaluation. A visual examination revealed that the plug was separated from the cord with apparent oxidation along the internal wires, representative of electrical discharge. Functional testing could not be performed due to the separation of the plug. Furthermore, the cord showed evidence of heavy usage with hard bends in the wire near the failure point, which is indicative of improper removal of the cord from the generator. The instructions for use (IFU) document indicates that the cord should be removed from the generator using the base of the plug. Repeated improper cord removal would increase the likelihood of this type of failure. The device history records (DHR) were not able to be reviewed as the lot number was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. There was no evidence to suggest any defect in the design, materials, or workmanship of the device. Based on the investigation results, the most probable root cause was determined to be improper user handling.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a monopolar cable w/lg pin, 10 feet (part # us354) was used during a laparoscopic procedure performed on (B)(6) 2022. According to the complainant, during the procedure, an electric discharge was observed where the base of the cord meets the generator. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event. However, a surgical delay of between five (5) and ten (10) minutes was noted. The malfunction is filed under aic reference (B)(4).